Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure, prior to implanting the lead; a helix anomaly was observed. The lead was not used and a new lead was implanted. The patient's condition was good post implant.